Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room five days following implant with a two day history of weakness and lightheadedness due to acute symptomatic anemia. It was noted the patient had a hematoma. The patient was admitted for observation and transfused two units of paced red blood cells with appropriate response. The patient was discharged the following day after they improved to baseline. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.